Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: insert revision in tka 1 year after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on (B)(6) 2017. Lot 151318: (B)(4) items manufactured and released on 13 october 2015. Expiration date: 2020-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision of the liner (left knee) because the knee was loose, overstretched, and painful. Liner changed from 12mm to 20mm. The explanted liner was sent to the serology laboratory.